Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the sample was not returned for evaluation. The investigation is inconclusive for the reported catheter removal difficulties as no objective evidence was provided for review. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Based on the description of the reported event, possible contributing factors include fibrin sheath formation and patient anatomy. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the port was removed and approximately 1.5 cm of the catheter was not able to be removed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned yet.

Event description:
It was reported that the port was removed and approximately 1.5 cm of the catheter was not able to be removed. There was no reported patient injury.